Event description:
A customer reported the equipment switched off during a laser procedure. The pt had received some laser treatment when a system message was displayed, then the equipment shut off. The procedure could not be completed and was rescheduled for another day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).